Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the common iliac artery. A 9.0x30x75cm express® ld iliac / biliary stent was advanced through a 7f sheath but failed to cross the lesion even after several attempts. The device was removed and the lesion was predilated with a 5x20 balloon. The express ld iliac / biliary stent was reintroduced into the sheath; however, the physician felt the device snag going through the sheath. The device was removed and it was noted that the stent was flared up on one side. The procedure was completed with a similar size stent. No patient complications were reported.